Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (1059) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the unit received with the lock has rotational and lateral movement and a residue buildup was present. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield modified skull clamp (a1059) was not locking properly and was not moving in the right way. There was no known surgery delay and no patient injury was reported.